Manufacturer narrative:
A complete lead was returned in one piece measuring 57.8 cm. External insulation abrasion was noted at 47.0 cm - 47.5 cm from the connector pin, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. This is consistent with the field report of noise.

Event description:
It was reported that a pacer dependent patient presented with noise on right ventricular and right atrial leads. The leads were explanted and replaced. Patient is stable.